Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the tip. This was discovered during use. The following information was provided by the initial reporter: foreign material on the catheter tip. There is foreign material (black) on the catheter tip.

Manufacturer narrative:
Investigation summary: received one unit without its original packaging. The unit has not been used and is the unit involved in the reported complaint event. In addition, one picture was received from the client showing the foreign matter on the end of the catheter tubing. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Upon initial inspection before removing anything from the bag in received samples. Foreign material was visible inside of the bag looking like the matter form the client¿s picture. The foreign matter is loose. Then each piece was pulled from the bag carefully while being inspected to check for any other signs of foreign matter. No other foreign matter was observed within the received container. The foreign matter has a size of approximately of 0.08 square millimeters. The matter was sent in for ftir testing. Ftir testing revealed the foreign to be glyceryl trioleate and silicone. Silicon is the lubricant on the end of the catheter where the foreign matter was removed from as shown in the images received from the customer. Glyceryl trioleate is a type of fat molecule, common in apparel manufacturing, leather manufacturing, lubricants, pesticides, ingredient in drugs, personal care products, olive oil, palm oil, and manufacturing of metals (surface treatment). Foreign matter sticks to the silicone lubricant very easily once it is in an open environment. The foreign matter could have been introduced during manufacturing or from the user environment as the package was opened, we cannot determine the root cause. Conclusion: not determined: the defect of foreign matter was confirmed however the root cause could not be determined as it may have been introduced during manufacturing or user environment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the tip. This was discovered during use. The following information was provided by the initial reporter: foreign material on the catheter tip. There is foreign material (black) on the catheter tip.